Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The patient was taken to the emergency room due to cardiac arrest. The patient died while in the emergency room. The cause of death was cardiac arrest. It was not reported if an autopsy was performed. Therapy was ongoing prior to death; however therapy was not being performed at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.